Manufacturer narrative:
Corrected data: new information corrects the suspect device.

Event description:
It was reported that the handheld screen was freezing on the welcome screen and the reset screen. Troubleshooting was performed by a hard reset which did not resolve the issue. It was verified that the screen lock was not engaged. It was reported that a back up programming system was available so no patients were affected. The office was provided a new programming computer and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 10/02/2014. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on 10/02/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.